Manufacturer narrative:
(B)(4). No further information was able to be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated from the original position which resulted in this electrode becoming displaced from the original implant position. Approximately two weeks after the initial implant, this system was revised. It was also reported that the patient has experienced pain since the revision procedure. No additional adverse patient effects were reported.